Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had completely broken reservoir tube lip and broken battery tube threads noted during testing. The insulin pump had minor scratched lcd window, cracked reservoir tube and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had damage on the reservoir compartment and battery compartment. The customer's blood glucose was 5.2 mmol/l at the time of incident. The customer stated that the blood glucose reached 11.0 mmol/l. The insulin pump will be returned for analysis.